Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been heavily used. Two electrodes have eroded on one end. Bio debris is present. The wand is bent from use. The black shrink wrap is deformed at the distal edge. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma. An evaluation of the customer provided image found the evac 70 xtra coblator ii wand with a missing electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include using the wand above default output settings and pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively and seem missing or detached. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an ent surgery, the tissue could not be cut while using the evac 70 xtra coblator ii wand and the electrode detached. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).